Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they were not getting good symptom control and didn¿t feel stimulation. Patient increased stimulation from 2.0v to 2.4v but didn't feel stimulation. They increased stimulation from 2.4v to 2.9v and felt stimulation. They later could not feel stimulation. Patient reported they got their device to help with their urinary retention and that they were not getting a 50% reduction in symptoms at the moment. It was reported that the patient uses a catheter but hadn't had a 'bladder problem' like this for about 6 months. Patient¿s urine stream wasn't good at the time of the report, it had been weak at best. Then they would urinate every few mins; the night prior to the report their flow was not steady but had been getting a little better than it had been. No further complications reported/anticipated.